Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer and described the occurrence of nerve injury in a female pt who used poligrip (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt used poligrip at unk dosing. At an unk time after using poligrip, the pt experienced nerve injury. At the time of reporting, the outcome of the event was unk. The following info was received on (B)(4) 2011, via fact sheets completed by the pt and/or the pt's rep and the reporting attorney. The pt used super poligrip original twice times daily from 1999 to (B)(6) 2009, using three 2.4 - ounce tube(s) every month, and (B)(6) equate brand denture adhesive from (B)(6) 2009 to the present. The pt experienced numbness and tingling in the fingertips and toes beginning in 2004, ataxia in 2006, became wheelchair bound in 2007, numbness and tingling (neuropathy) up to the waist in 2007, stool and urinary incontinence in 2007, neuropathic pain in 2006, upper extremity weakness, numbness, and pain in 2006, and severe osteoporosis. This case was now considered medically significant by gsk.